Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt's liner disassociated from the shell. It is unk how the disassociation was reduced. No components were replaced during this procedure.